Manufacturer narrative:
(B)(4).

Event description:
Product was received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. Share logs data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.